Manufacturer narrative:
This device is available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the affiliate, a si 9f11cm brite tip sheath introducer had a hair in contact within the package. Photographs were provided showing images of a strand of hair (foreign material) that appears to be within the package as described. The hair was noted during initial receipt of the product. The device had not been stored. It was immediately segregated in a quarantine closet and locked into the system to not use. The device will be returned for analysis.

Manufacturer narrative:
As reported by the affiliate, a 9f 11cm brite tip sheath introducer had a hair embedded within the package. Photographs were provided showing images of a strand of hair (foreign material) that appears to be within the package as described. The hair was noted during initial receipt of the product. The device had not been stored. It was immediately segregated in a quarantine closet and locked into the system to not use. No further information is available. The product was not returned for analysis. Two pictures of a si 9f brite tip sheath 11cm were received attached to the complaint electronic file. Per visual analysis of the received pictures, a hair like foreign material was observed adhered on the tray seal area. However, since the product was not returned, it cannot be properly evaluated by just seeing the picture. Review of lot 17315399 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The event of ¿foreign material-in sterile package: moveable particle (peripheral)¿ was confirmed as a foreign material is noted in the pictures received. However, the exact cause reported by the customer could not be conclusively determined since the product was not returned for analysis. Additionally, controls are in place to verify the packaging and several inspections are performed throughout the packaging process operations. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.